Event description:
Pt was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the pt experienced erosion as well as pain and suffering. No other info is available.